Event description:
A healthcare worker reported that a surgeon noticed vitreous in the anterior chamber after positioning a toric intraocular lens (iol) in the capsular bag and preparing to seal the wound. He removed the iol and performed an anterior vitrectomy and implanted another iol. In a follow up, a nurse reported that the patient is stable and doing well. The surgeon does not blame the iol for the reported event. The patient had her fellow eye implantation surgery the following week.

Manufacturer narrative:
The product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested and received. There have been no other complaints reported in the lot number. (B)(4).